Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was returned for investigation. The fiber was returned in one piece. The fiber measured approximately 319.4 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 3.5 mm and appeared degraded from normal use. Examination under magnification confirmed the pattern on the tip was consistent will normal degradation. Visual examination revealed that light cannot travel completely to the fiber face within the sma connector to illuminate it, this indicated that the fiber is broken within the sma connector. The condition of the returned device confirms that the fiber was broken within the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 30 watt laser console. According to the complainant, during the procedure, it was noted that the laser fiber did not work upon plugging into the laser unit. The procedure was completed with another type of laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.